Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned eight-photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the eight-photo sample shows the catheter balloon inflated with the balloon concentricity was observed to be 100:0 as compared to attachment 1 of (B)(4) (rev 3) asymmetrical balloon. Can't verify if the syringe was difficult to fully deflate the catheter balloon since no physical sample was return for evaluation therefore this investigation is considered inconclusive. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿poor interface/fit between inflation syringe and/ or inflation funnel¿. However, there was insufficient information to confirm this potential root cause. The reported event is addressed and the residual risk for this event is low. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the clinical benefits of all-silicone foley catheters are that they aid in clinical management by allowing for continuous drainage and measurement of urine. For lubrisil¿ hydrogel coated all-silicone foley catheters, the hydrogel coating is designed to reduce friction in catheter insertion. Foley catheters can be used in patients of all ages. Up to 10 ch/fr is generally considered pediatric sizing; however, the appropriate size should be determined by the healthcare professional. Indications for use: all-silicone foley catheters are indicated for use in the drainage and/or collection and/o measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter such as nephrostomy tract. Intended user: this product is intended to be used by qualified healthcare professionals. Intended use: for urological use only. Contraindication: no known contraindications. Warnings: ¿ on catheter, do not use ointments or lubricants having a petroleum base. They will damage catheter and may cause balloon to burst. ¿ after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. ¿ this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness, or death of the patient. Users and/or patients within the european union, should report any serious incident that has occurred in relation to the device to the manufacturer and the competent authority of the member state in which the user and/or patient is established. Users outside of the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and/or patient is established. Precautions: ¿ do not use device if package is opened or damaged. ¿ do not aspirate urine through drainage funnel wall. ¿ should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician." UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had some residual inflation but was able to deflate with some effort by pulling forcefully on syringe plunger and significant balloon distortion with inflation, same issue, difficult to fully deflate with syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had some residual inflation but was able to deflate with some effort by pulling forcefully on syringe plunger and significant balloon distortion with inflation, same issue, difficult to fully deflate with syringe.